Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as the medical records reveal no deficiencies with any bard filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 06/2014; manufacturing date 06/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs perforated into organs, tilted, and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient. New information from medical records: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs perforated into organs, tilted, and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient presented with abdominal pain. CT demonstrated limbs penetrating the venous wall. The current status of the patient.